Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that since they turned their therapy back on after their inspire implant surgery on (B)(6) 2024, it didn't seem to be working for their symptoms. The patient stated they were going to the bathroom as frequently as they did before they got the implant. The patient stated they turned the stimulation up to where they could feel it (they'd forgotten their original stimulation settings that they had been on prior to the the surgery on the (B)(6) but noted they'd stayed on the same program they've been on since they were implanted with the interstim) and would leave it at that setting but after awhile, they would no longer "feel that pulsation" so they would go back in and increase the stimulation again. The patient stated they've increased the stimulation 3 times so far and they had called to make sure they were doing everything ok. Patient stated they hadn't yet reached out to their hcp about the matter. Patient services reviewed stimulation considerations with the patient and therapy expectations as well as de vice description/function and the patient was able to successfully connect to their settings. Their stimulation was on. The patient stated each time they'd increased the stimulation, they felt the stimulation comfortably in their bike-seat region. Patient services reviewed with the patient that they could try a different program to see if that helped but redirected the patient to follow up with their health care provider (hcp) to check the implanted system since the surgery if they didn't notice an improvement in their symptoms. The patient stated they would call the hcp office first to discuss making a setting or program change and monitor their symptoms. The patient stated they may also schedule an appointment for the hcp to check their implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.